Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the ra lead was capped and replaced due to an unknown product issue. No adverse patient effects reported.

Manufacturer narrative:
This is a correction to the initial report including, event description and the device codes. Fields b5 and h6 along with any other relevant fields have been updated.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to demonstrating noise and isometric movement after a generator change. This was believed to be due to a subclavian crush. No adverse patient effects reported.